Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time. .

Event description:
The reporter contacted animas on (B)(6) 2017 and alleged the patient had a blood glucose 396 mg/dl with vomting., related to an inaccurate delivery issue. No unusual treatment was reported. The reporter declined to give additional information. This complaint is being reported due to the allegation of inaccurate delivery contributing to the hyperglycemia.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-mar-2019 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The available black box showed manual time changes occurred. The daily insulin delivery totals appeared inconsistent due to time/date changes. The pump passed delivery accuracy testing and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.